Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During drilling with a 25 mm ez-io needle into the right proximal tibia the driver lost or had no power. A second attempt was performed without success. As a result light pressure was applied on the needle and the io access was placed. The patient is deceased. There was no high pressure applied no prosthesis or orthopedic procedures in the area of the insertion site. The driver was stored in the yellow vap trigger guard was not removed. No functional check was performed prior to use. The battery led was not checked prior to use. Patient condition was critical and in cardiovascular arrest.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The trigger guard was still tethered to the driver. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 5.06. Insertion 2: 4.88. Other remarks: insertion 3: 4.10. Hard profile (105 lbs/ft3): insertion 1: 9.50. Insertion 2: 9.40. Insertion 3: 9.22 based on the successful soft and hard saw bone insertion testing the complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol". And, "do not use excessive force during insertion. Let the ez-io power driver do the work." The complaint, "during drilling with an ez-io needle (25 mm) into the right proximal tibia - the driver lost / had no power" could not be confirmed based on functional testing results. No functional issues were found with the returned device. No further action required.

Event description:
During drilling with a 25 mm ez-io needle into the right proximal tibia the driver lost or had no power. A second attempt was performed without success. As a result light pressure was applied on the needle and the io access was placed. The patient is deceased. There was no high pressure applied no prosthesis or orthopedic procedures in the area of the insertion site. The driver was stored in the yellow vap trigger guard was not removed. No functional check was performed prior to use. The battery led was not checked prior to use. Patient condition was critical and in cardiovascular arrest.